Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases, side bail covers, and ring cover are broken.

Event description:
It was reported the device turned off twice during use in research. The device was returned for repair. There was no patient involvement.